Event description:
I had automated lamellar keratoplasty, (B) (6) eyecare, (B) (6), (B) (6) 1994 - and (B) (6) 2008, prk at (B) (6) eye inst., (B) (6). Immediately after the first, had severe halos, which subsided after a couple years. Thereafter, eyes receded getting progressively more nearsighted, back on glasses est. 2000. Against (B) (6) advice stated had thin corneas, sought prk from (B) (6) . (B) (6) went out of business, never had last check up. Left eye fine, right eye has ghosting, double vision, seems to be getting worse. Extremely difficult to read in dim lighting/night. Need glasses. (B) (6) - understand presbyopia. Am also now unemployed, no insurance. Can do nothing about this. I'm not upset, but concerned and worried about the future, about old age, perhaps a necessity for an intake or corneal transplant or not being able to undergo cataract removal when I'm old. Other than that, have the usual dry eyes and glare. Also had radial keratotomy in one of the eyes -a touch up-, 1994, don't remember which.